Event description:
It was reported that the customer has been having some issues with foresight. They reported one instance of the monitor showing no values and then inaccurate values. No allegation of patient injury. Device is not available for return.

Manufacturer narrative:
No product will be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.